Event description:
It was reported that a pump is having occurrences of upstream occlusion alarms. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device ws neither identified or returned to baxter for eval. If the device is returned to baxter an eval will be performed and a supplemental report will be submitted.